Event description:
It was reported that the recently implanted vns patient developed an infection at her generator site. On (B)(6) 2014, the patient had redness at the generator site and went to the ER. The patient was given IV antibiotics and the patient¿s infection subsequently resolved. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.